Manufacturer narrative:
Additional information was received that the patient was given IV antibiotics. Device evaluation indicated that the ipg passed visual and performance tests performed. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-70 serial# (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptom was oozing. The infection is believed to be from the patient scratching the pocket incision area. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient's precision system was explanted due to an infection at the pocket site. The patient's symptom was oozing. The infection is believed to be from the patient scratching the pocket incision area. The patient is reportedly doing well following the procedure.